Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% sstenosed lesion being treated was located in the calcified, mildly tortuous mid left anterior descending (lad) artery. Thhe physician predilated with a 12 mm balloon and deployed the 2.50 x 20 mm taxus liberte drug eluting stent. The stent balloon was inflated to 14 atms. While the allster wire was being removed, the stent dislodged and pulled out with the wire. The stent was stuck to the wire. The procedure was completed with another taxus liberte stent. No pt injuries or complications were reported. Pt status is listed as "stable". Plavix, clopidogrel r ticlopidine, heparin, and nitrate were administered pre-procedure. Heparin, nitroglycerine, and diltiazem were administered during the procedure. Plavix, lmwh, clopidogrel, aspirin, atorvastatin, metoprazol were administered post procedure. This product is only ous approved but it is similar to a marketed us device.